Event description:
The following has been reported: broken. Ran through pm tests to find issue, issue appeared during flow test. Upstream sensor error. Replaced upstream occlusion sensor. Performing calibrations & pm tests after disassembly and replacement of upstream sensor (all good). Drug library out of date, not installing on its own (left plugged in and off/running, unplugged for adequate amount of time). Still not installing, flashed cpu board. Left by access point in hallway, still won't connect to server to download drug library. Replaced wifi card, configured wifi settings. Pump connected to network and downloaded latest drug library. Replaced membrane due to occlusivity test failing multiple times. Passed test after it was replaced. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.